Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to suspected infection at the midline incision. Symptoms of irritated skin and redness were noted. The physician does not believe it was device or procedure related. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.